Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive.

Event description:
On (B)(6) 2016: it was further reported that the device was returned to the manufacturer after being removed and replaced for system upgrade. The device subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.